Event description:
Our sales rep, (B)(4), attended a tritanium case with dr (B)(6) at (B)(6). Reported that there was no screw driver handle (B)(4) on the set. The surgeon ended up operating for an extra hour and a half because of this. The surgeon broke three screws and one got stuck in the cup in this process. We could not insert the mdm liner because of the screw that was standing out too far. The surgeon ended up using a diamond shape burr to grind it off after breaking all three of our screw drivers and also a few instruments on their screw removal set. No further complications were reported. Service report was created (B)(4).

Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device(s) was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-01625.